Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: fallopian tube perforation (fallopian tube(s)).") And genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome since 1994. On (B)(6) 2009, the patient had essure inserted. In may 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, migraine ("migraines") with nausea and headache ("headaches"). On an unknown date, 3 months 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2009, plantiff underwent surgery to remove one or more essure / bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, headache, migraine and vulvovaginal pain to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on 28-feb-2018: pfs was received. New reporter and patient's demographics were added. Concomitant conditions added. Suspect drug indication updated. Events malposition of essure device location of device: fallopian tube perforation (fallopian tube(s), migraines and headaches were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("abdominal pain/severe cramping"). The patient was treated with surgery (on (B)(6) 2009, plantiff underwent surgery to remove one or more essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: fallopian tube perforation (fallopian tube(s)).") And genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome since 1994. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, migraine ("migraines") with nausea and headache ("headaches"). On an unknown date, 3 months 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2009, plantiff underwent surgery to remove one or more essure / bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, headache, migraine and vulvovaginal pain to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: unilateral occlusion (right tube occluded). (B)(6) 2009-pre and post operative diagnosis-request. Sterilization. Procedure-essure sterilization. The essure placement coils and the coils were noted on both the right and left sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device: fallopian tube perforation (fallopian tube(s)).") And genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovarian syndrome since 1994. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, migraine ("migraines") with nausea and headache ("headaches"). On an unknown date, 3 months 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2009, plaintiff underwent surgery to remove one or more essure / bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, vulvovaginal pain, migraine and headache was resolving and the genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, headache, migraine and vulvovaginal pain to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: unilateral occlusion (right tube occluded). (B)(6) 2009-pre and post operative diagnosis-request. Sterilization. Procedure-essure sterilization. The essure placement coils and the coils were noted on both the right and left sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: pfs received. Events malposition of essure device location of device: fallopian tube perforation (fallopian tube(s)) , migraines , headaches and vaginal pain outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.